Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint litigation papers allege the patient developed increasing pain and instability in the right hip, and elevated levels of chromium and cobalt in his blood. Papers also allege the patient suffered swelling, bursitis, lack of mobility and/or metallosis. Doi: (B)(6) 2009 dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6). Update 9/24/12 - plaintiff?s preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 6 june 2014 der rcvd updated dor, added product and surgeon/hospital details.

Event description:
Litigation papers allege the patient developed increasing pain and instability in the right hip, and elevated levels of chromium and cobalt in his blood. Papers also allege the patient suffered swelling, bursitis, lack of mobility and/or metallosis. Doi: (B)(6) 2009 dor: (B)(6) 2011 (right side). Patient is a resident of (B)(6).

Manufacturer narrative:
**Update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Depuy considers the investigation closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.